Manufacturer narrative:
(B)(4). Batch # p55w6x. The analysis results found that a sr75 reload was received unfired with left gripping surface damage and the right gripping surface broken off making the reload nonfunctional. No functional testing was performed due to the condition of the reload. Although no conclusion could be reach as to what may have caused the found damage of the cartridge, it should be noted that a 100% inspections takes place during manufacturing to ensure the device meets the require specifications. In addition, a sample of the batch is inspected at (B)(4). The batch history record was reviewed and no defects, ncr¿s or protocols related to the complaint, were found during the manufacturing process.

Event description:
It was reported that during a laparoscopic right hemicolectomy, it was found that one side of the gripping surface was just loosely attached when the cartridge was loaded. The cartridge was removed, and then the other side of the gripping surface broke off. Another cartridge was used to complete the case. There were no adverse consequences to the patient.